Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not switching on. Upon troubleshooting, fse reinstalled the software for several times. To resolve this issue, fse replaced suite pc. The defective suite pc was returned to philips for analysis and found that power supply was faulty. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that system was not turning on. The system was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.